Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit generated a ventilator alarm during the pre-use leak test.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit generated a ventilator alarm during the pre-use leak test.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the visual examination revealed a 3 mm long puncture hole in the evaqua expiratory limb, which appeared to have been caused by a sharp object. The pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking from the location of the puncture. A lot check revealed no other complaints for the lot number provided. Conclusion: there was a substantial pressure drop during the pressure test, and this would have been detected by the automatic leak and flow tester on the production line if the hole were present at that time. Our user instructions that accompany the rt236 breathing circuit contain the following statement: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb" all circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.